Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device (pedicle screw). This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00005 & 00006). Product location unknown.

Event description:
It was reported that the patient underwent a reduction of the vertebral body due to olisthesis on an unknown date. During reduction, two screws fractured. As a result, both screws were removed and replaced with additional screws. Due to the event there was a delay in procedure of twenty (20) minutes.